Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector / constant messages) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the electrode belt receptacle was pulled from the monitor case, damaging internal wire. The cause of the constant messages and incoming test failure is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed on the receptacle while an electrode belt was attached. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor casing was damaged at the belt connector and the device was producing constant 'check te pad' and 'check belt' messages.